Event description:
It was reported that the pt felt stimulation in the wrong location following a fall. The pt fell down 18 steps about 10 or 11 days prior to report. The pt also experienced headache, backache, and nausea. Additional info has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).